Event description:
It was reported that a homechoice automated pd set with cassette was noted to be damaged before use. The reporter stated that the set had ¿perforated lines at cassette door.¿ there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.